Manufacturer narrative:
This report is submitted on 27 july 2020.

Event description:
Per the clinic, the patient experienced a head trauma resulting in hospitalisation and explant of the receiver-stimulator on (B)(6) 2020. The patient was treated with IV antibiotics; the electrode array remains in-situ.

Manufacturer narrative:
It was reported that the patient had an infection prior to explant. This report is submitted on 28 august 2020. (B)(4).